Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid lad. The following day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device.

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).